Manufacturer narrative:
Further information are requested, but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
On (B)(6) 2021 the patient was transitioned to another ECMO machine (centrimag), for a reason other than this incident, and the patient ultimately passed away. Per customer, the patient passing was not a result of this incident. Complaint number: (B)(4).

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A flow/bubble sensor failure during patient treatment was reported. Information received that the arterial bubble intervention was not activated by the perfusionists, so flow to the patient should not have stopped with the flow probe moved. The patient had to be reanimated. A potential for harm of patient or operator was reported. Customer confirmed that patient was not harmed. Later on 2021-07-30 the information received that the patient expired. The getinge product was directly involved with the reported event and failed to meet its specifications. The device was being used for treatment. A getinge service technician investigated the unit on 2021-08-02 and could not confirm the failure. No issue was found during performance and service tool test. The technician performed a full maintenance and all tests were passed successfully. (Refer service report (B)(4)). The involved hls set was not available for investigation. No technical investigation was possible. For further investigation a medical review was performed by getinge medical experts on 2021-09-01. The review of the log files and service report conclusively indicate no device or product malfunction occurred. Patient harm cannot be attributed to a cardiohelp system malfunction.the sequence of events as described in the correspondence, and the events extrapolated from the log files support the conclusion the root cause was a result of an use error the instruction for use includes a warning (IFU, chapter 6.2.4 "bubble monitoring") and explanation to how activate "bubble" intervention. The customer will be advised to follow the instruction for use. Based on the investigation results the reported failure " flow/bubble sensor failure " could not be confirmed. Further no relation of the reported malfunction and the death of patient could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
A flow/bubble sensor issue during patient treatment was reported. Information received that the arterial bubble intervention was not activated by the perfusionists, so flow to the patient should not have stopped with the flow probe moved. The patient had to be reanimated. A potential for harm of patient or operator was reported. Customer confirmed that patient was not harmed. Complaint number: (B)(4).

Manufacturer narrative:
Further information are requested, but still pending. A follow-up emdr will be submitted when additional information becomes available.

Manufacturer narrative:
Further information are requested, but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
A flow/bubble sensor issue during patient treatment was reported. Information received that the arterial bubble intervention was not activated by the perfusionists, so flow to the patient should not have stopped with the flow probe moved. The patient had to be reanimated. A potential for harm of patient or operator was reported. No serious injury or death was reported, but more information were requested and answers not received yet. Complaint number: (B)(4).